Event description:
Info received indicates the brake casters are not holding. Casters would continue to swivel in the brake position.

Manufacturer narrative:
The technician replaced the brake and steer casters and the four caster supports to repair the bed.